Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and off no power battery alarm from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she had a bad battery and no power alarms. The customer stated that she received a low battery alert prior to the off no power alert. The customer stated that it was less than 24 hours from the low battery alert to off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised to monitor the pump and insert a new aaa alkaline battery. The customer was advised to monitor the pump.